Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morph ology from the time of implant were not reported. It was reported that during a routine follow up visit, a CT scan revealed that the aneurx stent graft had migrated approximately 1 cm distally, resulting in a type I endoleak. The current aneurysm is 6.3 cm in diameter, and the current neck diameter is 27-32 mm. The patient had surgery to implant an endurant cuff to repair the endoleak. The procedure was successful, the leak was repaired, and the patient is doing well. No further sequelae, and no additional intervention is necessary.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft migration, endoleak). Patient¿s condition affected effectiveness of device (neck dilation). Evaluation conclusion: known inherent risk of a procedure (stent graft migration, endoleak). Device failure related to patient condition (neck dilation).